Event description:
Complaint rec'd - brake pedal locks but casters move slowly. Stretcher stored in maintenance shop. No injury alleged.

Manufacturer narrative:
Technician found bed in maintenance shop. Brake pedal locks but casters move. Replaced the brake/steer kits to resolve this issue.